Manufacturer narrative:
Test results performed by edwards lifesciences confirm that cutibacterium acnes (formerly known as propionibacterium acnes) is known to be rapidly killed in the edwards multi-stage solution manufacturing processing steps. The microorganism identified in the endocarditis event cutibacterium acnes; could not survive in the terminal ethylene oxide sterilization and is rapidly inactivated. Edwards lifesciences provides sterile tissue bioprostheses to customers with carefully designed robust sterilization processes for which the efficacy has been demonstrated consistently and which provide a significant safety factor. It can be concluded that the bioprosthetic valve, as supplied by edwards lifesciences, would not be the source of infection. It can be concluded that the sealed package containing the bioprosthetic valve, as supplied by edwards lifesciences, was not the source of infection.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and/or procedural-related factors. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Through implant patient registry it was learned that a 23mm 11500a aortic valve was explanted after an implant duration of 1 month, 10 days due endocarditis (cutibacterium acnes) causing aorto-rv fistula and severe aortic regurgitation. The explanted valve was replaced with a 25mm 3300tfx valve. Per medical records, approximately 1 month post implant of initial avr, tee showed bioprostethic av cusps to be functioning normally, no pvl, aorto-rv fistula, and stenosis. Currently, the patient presented with chf, sob, and murmur. The patient was evaluated for infection as a cause of fistula. The patient underwent redo-avr and aortic root replacement with 25mm 3300tfx and a 30mm valsalva dacron graft, closure of the aorto-rv fistula, and pulmonary artery repair with pericardial patch. Postoperative tee showed bioprosthetic av to be functioning normally with no insufficiency. Blood cultures were collected and an operative culture from the aortic root tissue resulted with cutibacterium (propionibacterium) acnes. The patient was treated for prosthetic valve/graft infection. The patient was discharged on pod #13. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.